Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient was in hospital for unrelated reason, loss of capture threshold and high out of range lead impedance was observed. Programming changes were made and later the lead was explanted and replaced. Patient's condition was fine.